Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.".

Event description:
It was reported that the customer had a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates being consumed. Customer delivered a bolus via manual injections to address bg levels.